Manufacturer narrative:
Event conclusion: reliability assurance testing confirmed premature battery depletion. Calculated longevity based on implant duration and therapy delivered was 36% of expected. Return testing found the device (with a battery) to be normal. Analysis also found a discrepancy with the bandgap offset voltage, which caused inaccurate battery monitoring voltage readings. The cause of premature depletion could not be entirely explained by the bandgap discrepancy. The root cause for the entire premature battery depletion could not be confirmed.

Event description:
Event description cpi received information that this implantable cardioverter defibrilaltor (ICD) may have experienced premature battery depletion. No further information is known at this time.